Manufacturer narrative:
Product analysis the distal segment of the lead was returned, analyzed, and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room due to an alert. The lead integrity warning revealed there were high rate non-sustained ventricular tachycardia (vt) episodes and short v-v intervals. Additionally, the episodes appear to be noise resulting from a possible right ventricular (rv) lead fracture. It was also reported there appeared to be a crush pattern on the lead located proximal to the suture sleeve and under the device that had an appearance it ¿folded over on itself and then crushed.¿ this part of the lead was destroyed during the extraction and was capped and the remaining part was removed. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.